Manufacturer narrative:
Additional information was received on 4-nov-2021. It was reported that the hub at the base of the vizigo¿ handle was broken allowing backflow leakage of blood at the hemostatic valve. No pieces of the valve were separated or became detached from the sheath. The sheath was being used on the patient when the issue was noticed. The physician did not note any air entry into the patient¿s body. The sheath was removed shortly after being inserted due to the problem being recognized quickly. No surgical removal required. The patient did not have excessive blood loss and maintained hemodynamic stability. On 4-nov-2021, a picture showing the sheath handle was received for analysis. The photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. A device history record (DHR) evaluation was performed for the finished device [50000011] number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h 4. Device manufacture date has been updated. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve at the hub on the handle broke and it was leaking. The sheath was replaced, and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. Device evaluation details: the sheath was returned to biosense webster inc. (Bwi) for evaluation and a visual inspection was conducted. Visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A device history record review was performed for the finished device 50000011 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve at the hub on the handle broke and it was leaking. The sheath was replaced, and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.